Event description:
According to the reporter, during laparoscopic anterior resection of the rectum, the surgeon attempted to fire the stapler across the bowel but the stapler fired only half way. Therefore, the surgeon needed to use another reload to staple the bowel completely using the same handle. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.